Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that made a loud beeping noise. The customer had to unplugged the device until the battery died. This condition has the potential to cause an interruption of delivery. This condition was found in the intensive care unit department. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "a loud beeping boise" was confirmed and reproduced during evaluation. The cause was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding one exception during manufacturing, however, the pump head module was replaced and device was re-tested and found to be performing as designed.